Event description:
In 2006 the lay user/pt contacted lifescan (lfs) alleging that her one touch ultra meter would power off, during use. The senior medical affairs specialist mailed a letter, since the pt could not be reached by telephone. The pt reported that the meter stopped powering on approx two weeks prior to calling lfs. The last date of testing was reported to have been 1/06. Three days prior to calling lfs, the pt reported experiencing symptoms of feeling tired, weak, and headaches. She did not attempt to test her blood glucose level. No actions were taken prior to receiving medical attention. She went tot the hosp and a blood glucse result of "over 500 mg/dl" was obtained. She was administered insulin at the hosp. No further clinical info was provided. It would have been helpful to know pt's testing frequency and her diabetes medication regimen. The day following her hospitalization, the pt replaced the battery; however, the issue was still unresolved. The customer care advocate (cca) verified that the battery was correctaly installed, the battery was less than 1 yr old, and the battery contacts were in good condition. The cca educated the pt on the automatic meter shutoff and the meter did power off before the allowable time limit. The meter, test strips, and control solution were replaced. This complaint is being reported ,since the pt was unable to test with the reported device for approx two weeks, developed symptoms, and received insulin treatment at the hosp for a blood glucose level of over 500 mg/dl.